Event description:
A registered nurse from the homecare nursing agency reported, "class ending and power to vent failed. Second battery was changed about a half hour before failure. Battery was fully changed. Checked pt and she stated she was fine. Pt in no distress was not aware that vent not working. Plug connected to wall, but still was not working. Pt disconnected from vent and connected to ambu bag. Rn bagged pt while lvn contacted parents to bring back up vent from home. Pt continued to be in no distress. Parents arrived in 2 minutes. Vent connected to pt, tolerated well".